Manufacturer narrative:
This product is not approved or introduced into commercial distribution in the united states. However, this medwatch is being filed based on a similar product (cnw0t3-t9) that is sold in the united states under (PMA/510(k) # (p190018). The product was not returned for analysis. The file states: "name of viscoelastic used: none -> bss". The reported complaint was not observed as no sample was returned for analysis; however, based on the information provided by the customer, the most likely root cause is failure to follow IFU, as the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that lens was scratched. This had been seen after implantation. Lenses was implanted and only then was the damage discovered. It was not in the optical area and therefore not explanted. Additional information has been requested and received stating that surgeons assumption was that the company cartridge caused or contributed to the event, not clearly visible. Explantation had not been planned, not in the field of vision. No patient harm reported. Uncorrected visual acuity: (B)(6) 2024 0.63 cc. Corrected visual acuity: (B)(6) 2024 0.8 cc. Mrx (include date): (B)(6) 2024 +1.0 -0.75 50.